Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 08apr2020.

Event description:
It was reported that the ventilator had an error code indicating the blower temperature high. There was no patient involvement. The service engineer (se) inspected the device. The se could not duplicate the reported issue, however, they found the error code in the ventilator diagnostic logs. The se replaced the blower and the unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed.

Manufacturer narrative:
B4: 26jul2020. G4: 25jul2020. H10: a blower motor assembly was returned for analysis. A visual inspection of the returned component was performed, no notable conditions were found. An investigation was performed and the product analysis technician reported that no fault was found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.